Manufacturer narrative:
The t:slim pump user guide instructs the user to charge the pump for a short period of time every day (10¿15 minutes), and to also avoid frequent full discharges. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to deplete fully. After powering the pump back on, personal profile settings were reportedly missing. There was no reported impact to the customer's blood glucose level. Reportedly, the customer re-entered the personal profile settings and continued to use the pump.